Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system did not perform as intended and the battery was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the battery had deterioration issues. There was no patient present when this issue was identified.

Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found that the battery measured 25.53 vdc, upon return. Prior to testing, the battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge. Under battery power and with a load applied consisting of a 500w lamp, the ups shut down at two minutes and fifty four seconds. The battery should be able to power this load for a minimum of three minutes. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.